Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, customer had an MRI done earlier in the day and forgot to take of the insulin pump. Now the insulin pump was alarming motor error. Customer does not recall customer's blood glucose at the time of the incident. Customer stated the insulin pump alarmed motor error during a basal delivery. Then it continued to alarm when customer was attempting to bolus. Customer stated the insulin pump did alarm motor position encoder error while getting the motor error alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin had to be replaced. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.